Manufacturer narrative:
Livanova (B)(4) received update information on the affected patient. This report is related to an event involving a female patient, date of surgery (B)(6) 2015, (B)(6) tested on (B)(6) 2017, patient is deceased. The originally information given was (B)(6) 2015 as date of surgery. Through follow up communication, livanova (B)(4) learned that (B)(6) is still unable to confirm the exact devices used in the surgeries due to a lack of device tracking when the adverse events occurred. Ahs replaced contaminated 3t heater cooler unit devices with new devices in 2017. Through further follow up communication, livanova (B)(4) learned that lab test results on the case of patient infection could be retrieved and that growth tests were performed. The devices were cleaned regularly per the IFU and were placed inside of the operation theater during use, with the fan of the device positioned away from the patient and an unknown distance between the surgery field and the device. Medwatch#(B)(4) was resubmitted, since first submission on 21st of june was not successful due to an error.

Manufacturer narrative:
Through follow up, livanova was informed of a more detailed event description: patient underwent a coronary artery bypass grafting procedure with aortic and mitral valve replacements and tricuspid valve repair on (B)(6) 2015. He had a history of childhood rheumatic heart disease, and she had a myocardial infarction in (B)(6) 2016. The patient experienced constitutional symptoms of infection in early 2017. A blood culture was positive for m. Chimaera. Patient died on (B)(6) 2017. Serial number/identification number was not provided no evidence to suggest device failed to meet specifications is available no records confirming the use of a 3t or specifically identifying a 3t have been produced to date. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.

Manufacturer narrative:
Through follow-up communication livanova (B)(4) learned that the facility did not record the serial number of the device with the operative reports until recently. It was stated furthermore that the patient is very ill, under treatments and remains in the hospital. It was reported that the patient data will not be disclosed to protect privacy and that the surgery performed was avr/mvr/tv repair and CABG. It was stated furthermore that the cleaning and disinfection procedure is performed every 14 days, and that the water is changed on a weekly base, however, water sample testing was not done. The heater cooler systems 3t are placed inside the operating theatre during the surgeries, and the fan of the devices is positioned in opposite direction of the surgical field and towards the outflow air vent of the operating theatre. The distance between the surgery field and the device was estimated to be 8 feet. The customer informed us that all heater cooler systems 3t of the facility are in use and have been upgraded with the retrofit vacuum system. A review of the DHR of all heater cooler systems 3t purchased to the facility did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) has initiated a CAPA project to investigate this type of issue.

Manufacturer narrative:
As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The serial number of the involved device is unknown and the hospital has not disclosed the status of their devices. It is unknown if the reported patient infection is related to a contaminated device. The hospital stated that the units are still in use and that the maintenance and cleaning guidelines outlined in the instructions for use (IFU) are followed. The customer stated that additional safety measures have been implemented to minimize risk. However, the nature of the additional measures has not been disclosed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. : device not returned.

Event description:
Livanova (B)(4) received a report that a patient became infected with mycobacterium chimaera after undergoing cardiovascular surgery in (B)(6) 2015. The patient is under treatment at the hospital. The customer stated that a heater-cooler system 3t was used during the procedure.